Event description:
Procedure: wedge resection. Reportedly, at the end of application a cracking sound was heard (this cracking sound is audible feedback typically indicative of misapplication.) Then upon observation some staples at the end of staple line were not formed completely and some bleeding was confirmed to be from the staple line however blood loss was less than 50cc. The surgeon then created a 5 cm. Incision and treated the tissue.